Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that a broken plunger rod end was found. The returned syringe was examined and exhibited a broken plunger rod. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for plunger rod broken due to unknown lot number. Occurrence: unable to perform complaint lot history check for plunger rod broken due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger rod broken) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on 23 jun 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe a broken thumbpress. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp plunger was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a broken plunger rod end was found."